Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, the patient presented with occasional abdominal pain. Subsequent computed tomography (CT) revealed inferior vena cava filter was 3.2 cm below the level of the left renal vein. There was up to 3 mm perforation of the inferior vena cava filter struts without protruding into the aorta, duodenum, or spine. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with massive pulmonary embolus. Approximately nine year and two months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated the inferior vena cava (ivc). The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.